Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. On the same day as onset, the patient was hospitalized for the event. It was unknown if pd therapy was ongoing. No additional information is available.